Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type catheter. Product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-dec-2016, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 15-apr-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen (225 mcg/ml at 156 mcg/day), fentanyl (2000 mcg/ml at 1386 mcg/day), and ropivacaine/naropin (3 mg/ml at 1.04 mg/day) via an implanted pump. It was reported that the patient had an intermittent increase in pain. It was noted that there was not a specific start date reported for the gradual increase in pain. The patient was taken to surgery on the date of the report, and during the procedure, the old catheter was removed, and a new catheter was placed. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.